Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The insertion section was damaged. The adhesive of the bending section rubber was broken. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by degradation due to repeated manipulation of the bending section, or by excessive bending of the universal cord or video cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus service operation repair center (sorc) due to an endoscopic image failure. Sorc inspected the device and found that the endoscopic image was not displayed and the screen turned black. There was no report of patient injury associated with the event.